Event description:
It was reported that on 26 april 2023, a 23mm sjm regent mechanical heart valve was selected for an implant. During the procedure, the valve was installed, and the surgeon needed to turn the valve to obtain optimal orientation. However, both leaflets popped out when turning the valve. It is unknown if the device was replaced, patient is stable

Manufacturer narrative:
An event of leaflet fracture during rotation was reported. The possible causes of the reported event include an external force applied to the valve leaflets that may cause structural damage, the use of a hard or rigid instruments to test leaflet mobility, rotating with the leaflets in the incorrect position or despite resistance and oversizing of the valve. Information from the field did not indicated whether any instruments encountered the valve at the time of the reported event or if anything else other than the holder handle used to position or rotate the valve. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the potential cause of the reported incident could nit be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2023, a 23mm regent aortic mhv,flex c uff was selected for an implant. During the procedure, the valve was installed and the surgeon needed to turn the valve to obtain optimal orientation. However, both leaflets popped out when turning the valve. It is unknown if the device was replaced, patient is stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.